Event description:
It was reported that the patient has expired after an implant duration of approximately 0.2 months, due to unknown reasons. Per the operative report, the mitral valve was functioning normally without evidence of stenosis or insufficiency. It was also noted the patient tolerated the procedure satisfactorily.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health-care provider (via fax), a copy of the operative report was received. A device history record review is in process.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.